Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device: endometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, migration/ malposition of essure device: endometrium most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received : reporter information updated. Previously added event injury was replaced with events "malposition of essure device: endometrium, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding)" and essure confirmation test was not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device: endometrium') and device expulsion ('malposition of essure device-location of device: uterus') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multiple sclerosis from 2014 to 2016, nausea, emesis, hematemesis, swallowing difficult, heartburn, appetite lost, weight loss, chronic diarrhea, constipation, hematochezia, stool tarry, hemorrhoids, jaundice, menstrual irregularity, dyspareunia and augmentation mammoplasty. Concurrent conditions included depression since 2015, anxiety since 2015, pelvic pain, bloating, dysfunctional uterine bleeding, vaginitis, pyelonephritis, chlamydial infection and neoplasm skin. Concomitant products included fluoxetine hydrochloride (fluoxetin) since 2015, glatiramer acetate (copaxone) from 2014 to 2016 and medroxyprogesterone acetate (depo provera). On (B)(6)2016, the patient had essure inserted. On (B)(6)2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 days after insertion of essure. On (B)(6)2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device expulsion and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, migration/ malposition of essure device: endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no specific pathologic features. Benign endometrium with exogenous hormone effect. Myometrium with no specific pathologic features. Bilateral fallopian tube segments with no specific pathologic features. Ultrasound scan - on (B)(6)2018: right essure coil was extending into the endometrium.. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received new events were added: malposition of essure device-location of device: uterus, abnormal bleeding (vaginal). Reporter information were updated. On 30-dec-2019: no new significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device: endometrium') and device expulsion ('malpostion of essure device-location of device: uterus') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multiple sclerosis from 2014 to 2016, nausea, emesis, hematemesis, swallowing difficult, heartburn, appetite lost, unintentional weight loss, chronic diarrhea, constipation, hematochezia, stool tarry, hemorrhoids, jaundice, menstrual irregularity, dyspareunia and augmentation mammoplasty. Concurrent conditions included depression since 2015, anxiety since 2015, pelvic pain, bloating, dysfunctional uterine bleeding, vaginitis, pyelonephritis, chlamydia trachomatis infection and neoplasm skin. Concomitant products included fluoxetine hydrochloride (fluoxetin) since 2015, glatiramer acetate (copaxone) from 2014 to 2016 and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, migration/ malposition of essure device: endometrium diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no specific pathologic features. Benign endometrium with exogenous hormone effect. Myometrium with no specific pathologic features. Bilateral fallopian tube segments with no specific pathologic features. Ultrasound scan - on (B)(6) 2018: right essure coil was extending into the endometrium.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration/malposition of essure device: endometrium'), device expulsion ('malposition of essure device, location of device: uterus'), uterine perforation ('perforation') and fallopian tube perforation ('perforation'). In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "device monitoring procedure not performed". The patient's medical history included: multiple sclerosis from 2014 to 2016, nausea, emesis, hematemesis, swallowing difficult, heartburn, appetite lost, unintentional weight loss, chronic diarrhea, constipation, hematochezia, stool tarry, hemorrhoids, jaundice, menstrual irregularity, dyspareunia and augmentation mammoplasty. Concurrent conditions included: depression since 2015, anxiety since 2015, pelvic pain, bloating, dysfunctional uterine bleeding, vaginitis, pyelonephritis, chlamydia trachomatis infection and neoplasm skin. Concomitant products included: fluoxetine hydrochloride (fluoxetin) since 2015, glatiramer acetate (copaxone) from 2014 to 2016 and medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, uterine perforation, fallopian tube perforation and vaginal haemorrhage outcome was unknown. And the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device expulsion, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain. Migration/malposition of essure device: endometrium. Discrepancy in patient's dob: (B)(6) 1981. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018, uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no specific pathologic features. Benign endometrium with exogenous hormone effect. Myometrium with no specific pathologic features. Bilateral fallopian tube: segments with no specific pathologic features. Ultrasound scan: on (B)(6) 2018, right essure coil was extending into the endometrium. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new event perforation was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.